Event description:
It was reported that during a heart catheterization procedure, the patient's right atrial (ra) lead was noted to be dislodged while the right ventricular (rv) lead exhibited reduced slack under fluoroscopy. Additionally, the ra lead exhibited loss of capture, decrease in pacing impedance and sensing values due to dislodgement. During the lead revision procedure, the helix of the ra lead failed to extend upon repositioning due to torque building up. The ra lead was explanted and replaced while the rv lead slack was corrected on (B)(6) 2025. The patient was in stable condition.